Event description:
Spontaneous report, from france. (B)(4). This initial serious case report was received on 14-mar-2022 from the dentist by email. Description of the incident (narrative): this report described needle stick with accidental blood exposure and disassembly of the suspected injection system ultra safety plus twist (blue handle). On (B)(6) 2022 the dentist accidentally stuck himself with a used needle (from usp twist part a) which led to accidental blood exposure. The dentist declared that he has been practicing these anesthesias for a few years and this was the first time that he pricked himself. The dentist also complained about the plunger from usp twist handle (part b) that easily disassembled from the injection device (part a). In addition, he claimed that plastic from the device was of poor quality compared to the previous version leading to premature wear of the device, which could favor such kind of incidents. No information was provided regarding the circumstances of the incident, or the way the device was used. Other information of product: septodont ultra safety plus twist (batch number, expiration date was unknown). This case is serious as reported clinical information was considered as other medically important condition. Manufacturer's preliminary comments: usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. This report described the separation of the injection system leading to accidental needle stick in the dentist, with a contaminated device that had been previously used in a patient. Even though there was few information on the way the device was used or assembled, given the description from the dentist, a mishandling of the device is to consider. However, pending quality investigations and/or additional information, no root cause could be determined. Usp twist (upgrade version of the former presentation usp) was newly launched during the covid-19 pandemic period. Pending quality investigation and/or additional data no root cause is determined and no CAPA is required.

Event description:
Spontaneous report, from france. Local reference: #(B)(4); quality complaint was opened: references #(B)(4). This initial serious case report was received on 14-mar-2022 from the dentist by email. Follow-up 1 was received on 02-jun-2022 from sofic by email. Incident and cause as reported: stung with syringe, exposure to contaminated device. Description of the incident (narrative): this report described needle stick with accidental blood exposure and disassembly of the suspected injection system ultra safety plus twist (blue handle). On 11-mar-2022 the dentist accidentally stuck himself with a used needle (from usp twist part a) which led to accidental blood exposure. The dentist declared that he has been practicing these anesthesias for a few years and this was the first time that he pricked himself. The dentist also complained about the plunger from usp twist handle (part b) that easily disassembled from the injection device (part a). In addition, he claimed that plastic from the device was of poor quality compared to the previous version leading to premature wear of the device, which could favor such kind of incidents. No information was provided regarding the circumstances of the incident, or the way the device was used. Other information of product: septodont ultra safety plus twist (batch number, expiration date was unknown). This case is serious as reported clinical information was considered as other medically important condition. Manufacturer's final report: the batch number of the device and/or the type of handle used were unknown. No quality investigations could be conducted. Therefore, based on data from case report, no device quality defect could be identified but an incorrect use or handling of the system is to consider (such as: multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle) but no sufficient information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer, did not return any samples and did not communicate the batch number and/or type of handle. No further quality investigations could be conducted. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailed indications on assembling and the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect could be identified and no final root cause was determined. A misuse is nevertheless suspected. The IFU provides detailed guidance for device assembly and proper use. No corrective action is deemed necessary. Manufacturer final comments: no quality defect could be identified. No root cause determined (use error: possible). No corrective action is needed for safety reasons.